Event description:
It was reported that the handpiece overheated during a routine maintenance on-site visit. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation. The reported condition of the device overheating during usage cannot be confirmed without the product being available for eval.